Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released the generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The battery and power supply was broken. The complaint failure has been confirmed. The battery and power supply was broken.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the readings showed by the icp was abnormal around 100mmhg. Then the physician changed with another icp to connect with the same microsensor which showed the normal pressure 20mmhg. There were no delays and no adverse consequences.